Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Plate remained implanted as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, a patient underwent an open reduction internal fixation (orif) with variable angle-locking compression plate (va-lcp) volar rim distal radius plate to treat the distal radius fractures. During the surgery, the surgeon drilled the bone through the second most hole at the distal end of the ulna side on the plate, using a variable angle locking drill guide. Then, he tried to insert a va-lcp buttress pin into the affected hole using a screwdriver. However, the pin could not be locked on the hole. The affected pin was removed. The surgery was completed without inserting a pin into the affected hole. The surgery was completed with a 30-minute surgical delay. There was no adverse consequence to the patient. This report is for one (1) 2.4mm ti va-lcp volar rim distal radius plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient will undergo a removal procedure on an unknown date. The reason for removal is not reported, nor are any details about which implants will be removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the revision procedure was not done, and it is unknown if there will be one in the future.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.115.751s, lot l732619: manufacturing site: mezzovico. Release to warehouse date: january 31, 2018. Expiry date: january 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: unknown drill guide (part# unknown, lot# unknown, quantity 1). Unknown screwdriver (part# unknown, lot# unknown, quantity 1). 1.8mm va locking buttress pins l20mm (part #: 04.210.090s, lot #: unk, quantity: 2). 1.8mm va locking buttress pins l22mm (part #: 04.210.092s, lot #: unk, quantity: 2). 2.4mm va locking screws l14mm (part #: 04.210.114s, lot #: unk, quantity: 3). 2.4mm cortex screw l14mm (part #: 401.764s, lot l270498, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the visual inspection was made with a 10x magnifier. The evaluation has shown that the variable angle holes va1, va2, va3, va10 and va11 are in a good condition with just very slight wear marks. The holes va5 till va9 have clearly visible damages, the thread flanks are partially deformed. The hole va4 is strongly damaged, the thread flanks are flattened on one side of the bore. Functional test: a functional test was made with one of the as concomitant device returned intact va locking screws. It was possible to lock the screw in all va holes except the va4 hole, with the most damaged thread. Based on that it can be concluded that the complained malfunction occurred in the variable angle hole va4 at the distal end of the plate. Dimensional inspection: due to the damage at hole va a dimensional inspection is not possible anymore. A inspection of the other holes is not required as they are functional as it was possible to lock an intact va locking screw. Drawing/specification review: drawing was reviewed to define the positions and identification of the va holes in plate 04.114.751. The variable angle lcp volar rim distal radius plate 2.4. Surgical technique was reviewed and following potential relevant statements were found: precaution: it is important not to angulate more than 15° from the central axis of the screw hole. Overangulation could result in inappropriate screw-locking. Moreover, the screw head may not be fully countersunk. Precaution: use of the 0.8 nm torque limiter (tla) is mandatory when inserting locking screws into variable angle locking holes to ensure the adequate torque is applied (1). Final locking must be done manually using the tla. Investigation conclusion: the complaint is confirmed for the received plate as screw locking is not possible anymore in the va4 hole on the distal end of the plate due to the flattened thread flanks. At all visible damages is the anodized layer worn away which indicates that the were caused post-manufacturing. Based on the provided information the exact cause of this occurrence cannot be defined. Possible causes are an angulation of more than 15° degrees during insertion, cross-threading or over-tightening during insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 04.115.751s, lot: l732619, manufacturing site: (B)(4), release to warehouse date: 31.jan.2018, expiry date: 01.jan.2028. The device history record shows this lot of 8 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional an visual criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: va buttress pin (part# 04.210.092s, lot#: unknown, quantity (B)(4)); va locking screws (part# 04.210.114s, lot# unknown, quantity (B)(4)) cortex screw (part# 401.764s, lot# l270498, quantity (B)(4)) unknown drill guide (part# unknown, lot# unknown, quantity (B)(4)) unknown screwdriver (part# unknown, lot# unknown, quantity (B)(4)).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: drill guide (part: unknown, lot: unknown, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1).